Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6) clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient who had an injection of juvéderm® volite¿ in the white lip last year is now experiencing a migration. There is a ball of the product in the upper lip where the patient was not injected. The patient waited and did not contact the hcp so the symptoms have gotten worse. Additionally, the healthcare professional reported that the patient was injected with 1 ml in the white part of the lip. A lump with a deformity in the red part of the lip appeared approximately 6 months, and a submucosal bump. The symptoms were in the red part of the lips to the left. The patient was treated with hyaluronidase. The hcp treated the patient with hyaluronidase.